Event description:
Pt had valve explanted due to stenosis. The explanting surgeon feels that the stenosis was due to a technical problem from a short homograft. The valve was replaced with a 29mm pulmonary homograft.